Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the pulse genertator (pg) casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs and setscrews move freely. The pg was placed on programmer and found in primary active mode with brady therapy disabled. The device memory was available for review and nominal brady mode was ddd. No faults were logged in device memory and longevity is a passing evaluation. The device passed longevity, passed functional testing and device memory noted normal battery depletion. Investigation deemed no problem detected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). Engineering analysis was unable to confirm normal depletion based on provided data and would require device to be returned for accurate analysis. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). Engineering analysis was unable to confirm normal depletion based on provided data and would require device to be returned for accurate analysis. The device was explanted. No additional adverse patient effects were reported.